Event description:
Bi-v ICD removed. Elective procedure. Patient with a history of nonischemic cardiomyopathy who underwent a biventricular ICD implantation. Patient improved significantly and also ejection fraction normalized as per record 2 years ago. Over the period of time, she has been noted to have increased lv threshold with intermittent diaphragmatic pacing. Was noted to battery at eri on home monitoring and then performed over one month ago. On last interrogation at that time, however, her lv lead threshold had increased to 6 volts at a pulse width of 1 millisecond, and her battery had reached eri status. Because of excessive lv thresholds and inability to compensate with adequate tolerance of pacing output through new device referred for elective lv lead revision and new generator placement. Suspected early ICD failure. Lead capped and new lead implanted.